Manufacturer narrative:
(B)(4). Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Fracture of the star polyethylene component noted on pedcat. Event requiring revision surgery - replacement of star poly tbd. Received additional information - poly component was replaced. Normal surgical site, no issues. Bone quality: good. Activity of patient: low activity level. No complications reported. Ancillary procedures: calcaneal osteotomy, tal. Revision was performed (B)(6) 2016.

Manufacturer narrative:
Evaluation revealed the sliding core uhmpwe 6mm to be the subject product. No further associated products were reported. In the case presented a patient had been treated with star on (B)(6) 2014 due to an arthritis of her left ankle. On (B)(6) 2016 the patient had to be revised as taken follow up x-rays were found to be abnormal. The affected polyethylene sliding core was explanted and replaced by a 10 mm one. Wear and fracture of the polyethylene sliding core in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behaviour and especially depending on the implant alignment, a polyethylene fracture can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. Visual examination of the poly component revealed the damage modes of pitting and scratching. The inferior surface also exhibited abrasion and significant delamination adjacent to the through, which likely was produced by the contact with the talar component articulating with the bearing surface as opposed to the trough. A secondary trough was worn into the lateral side of the component. Material was found to be significantly deformed and displaced in the lateral direction. The provided x-rays, picture of the surgical site and information were forwarded to a hcp for review. He stated: it appears that too much of the tibia was resected allowing the entire joint to shift, thus disengaging the poly of the talar component and creating too much shear. The observed damage was consistent with the medical finding. Based on the above information the wear and deformation of the sliding core was not related to a deficiency of the device, but was caused by an eccentric loading of the poly component likely caused by too much resecting the tibia allowing the ankle joint to shift and disengaging the poly. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Fracture of the star polyethylene component noted on pedcat. Event requiring revision surgery - replacement of star poly tbd. Received additional information - poly component was replaced. Normal surgical site, no issues. Bone quality: good. Activity of patient: low activity level. No complications reported. Ancillary procedures: calcaneal osteotomy, tal. Revision was performed (B)(6) 2016.